Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive. Additionally, it was reported that the battery was observed to be depleting rapidly and that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The charging issue reportedly persisted with multiple cables. There was no reported adverse impact to the customer. The customer declined contact from tandem technical support regarding the issues, therefore no further information could be obtained.